Event description:
Ous MDR - after an implantation time of about 28 months, vf detections without shock delivery were reported. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was noted that the insulation was damaged by fraying about 54 cm and 60 cm distal of the connector pin. This damage is with high probability to be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical load at the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of an excessive mechanical load on the lead in the region of the valve level. X-ray images or diagnostic images of any other kind, which could provide information about the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.